Manufacturer narrative:
Patient one (1) is a (B)(6) female, born (B)(6) 1931. Patient two (2) is a (B)(6) female, born (B)(6) 1951. Patient three (3) is a (B)(6) female, born (B)(6) 1926. Patient four (4) is a (B)(6) female, born (B)(6) 1920. Patient demographics such as weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed bubbles in the wash pump assembly and dispense probes. The fse replaced the rotor and stator components in the wash valve to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for four (4) patients. The sample from the first patient (designated as patient one (1)) was reanalyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and alternate access 2 immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. The sample from the second patient (designated as patient two (2)) was retested using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and alternate access 2 immunoassay system serial number (B)(4) and results, above and within the assay's normal reference range, were obtained. Samples from two (2) additional patients (designated as patients three (3) and four (4)) were retested using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and alternate access 2 immunoassay system serial number (B)(4) and lower results, above the assay's normal reference range, were obtained. The customer stated the non-reproducible access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the non-reproducible access accutni+3 results. Quality control (qc) recovery was within the laboratory's established ranges and system checks were passing within specifications prior to the event. Level three (3) qc recovery was above the established range after the event. The samples were collected in 12x75 mm lithium heparin tubes with gel separator. Samples were centrifuged for either eleven (11) minutes at 3200 revolutions per minute (rpm) or five (5) minutes at an unknown speed. The customer did not provide the temperature at which the samples were centrifuged. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.